Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal was loaded into the delivery system. The customer inserted the device and actuated the plunger. However, the seal didn¿t come out. A replacement was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Only the delivery device was returned for evaluation, loading device was not returned. The tension spring assembly remained in the delivery tube with the seal extended outside the delivery tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery tube indicating there was an attempt to deploy the device into the aorta. The seal was observed to be outside the delivery tube, no cracks or delamination was observed on the seal. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The complaint for the reported failure mode "failure to deploy" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal was loaded into the delivery system. The customer inserted the device and actuated the plunger. However, the seal didn¿t come out. A replacement was used to complete the procedure. The hospital did not report any patient effects.